Event description:
It was reported before using the bd vacutainer® sst¿ ii advance there were bubbles in the separation gel of an unspecified number of devices. Additionally, after use, there was poor gel barrier separation in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation, which indicated failure modes of gel air bubbles-before use and poor barrier separation. Upon visual inspection of 100 retained samples, no gel defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Factors that may contribute to sample quality were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer¿s indicated failure modes, poor barrier separation and gel smearing, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue this complaint has been confirmed for the indicated failure modes gel airbubbles-before use and poor barrier separation based on photos. Bd was unable to identify a definitive root cause. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® sst¿ ii advance there were bubbles in the separation gel of an unspecified number of devices. Additionally, after use, there was poor gel barrier separation in an unspecified number of devices. No adverse impact was reported regarding the patient or user.